Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/ microscopic inspection an attempt appeared to have been made to shape the tip of the guidewire. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. Crystallized procedural fluids were present at the distal end. Several attempts were made to remove all the crystallized procedural fluids without success as some remained stuck to the coating. However, the corewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond was in place. The guidewire ptfe coating was examined under magnification and the ptfe was damaged and was peeled/scraped off in several places along its proximal section. Functional test indicated that the tip of the guidewire was shaped without difficulty. Due to the presence of the crystallized procedural fluids, it was not possible to advance the guidewire into a demonstration sl-10 microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician was not able to torque the subject guidewire as desired and the shape retention was poor. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the dispenser hoop was flushed before removing the guidewire and there was no resistance encountered removing the guidewire from the dispenser hoop. The device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the device was used in conjunction with an sl-10 microcatheter. No friction/resistance was encountered during the procedure, no difficulties were experienced with the torque device, it was positioned at the proximal end of the guidewire and the torque device could be tightened and loosened as required. The guidewire tip was shaped around 45 degrees. While the patient¿s anatomy was not very tortuous, there was no patient involvement at the time of the event. A different wire was used to complete the procedure. Analysis of the returned device found there was no issue shaping the tip of the guidewire therefore an assignable cause of ¿not confirmed¿ will be assigned to the reported guidewire distal tip poor shape retention. Crystallized procedural fluid was present at the distal end of the guidewire and not all of it could be removed. It is probable this procedural fluid solidified prior to insertion into the patient and resulted in the difficulty experienced torqueing the device. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire torque problem as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also noted a section of the ptfe coating was peeling or had peeled off at the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned back with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed guidewire ptfe coating peeling.

Event description:
Analysis of the returned device found that the subject guidewire has ptfe coating peeling. There were no clinical consequences to the patient reported as a result of this event.